Manufacturer narrative:
The device remains implanted. If the device or additional info becomes available it will be reported in a supplemental report.

Event description:
On (B)(6) 2011 the pt underwent the surgery with the t2 recon nail. On (B)(6) 2012, when the surgeon confirmed x-ray, the distal screw hole of nail was broken. Afterwards the pt felt the pain. When the surgeon confirmed x-ray, the lag screw hole of nail was broken. The surgeon is planning the revision surgery on next week. The surgeon is monitoring for the pt now.